Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to reproduce the customer's reported issue; however, observed the issue in the log files. The stm performed all safety, functionality, and calibration checks and all tests passed to factory specifications. Subsequently, the iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "gas loss in iab circuit" alarm. It was later reported that the staff replaced the intra-aortic balloon (iab) and continued therapy without issue. There was no patient harm and no adverse event was reported.